Event description:
It was reported that the signal was normal when surgeon tested the nim 3.0, but nerve detection was lost during surgery; when surgeon replaced with another endotracheal tube, reintubated, detection function was restored, there was no injury to the patient.

Manufacturer narrative:
This device is used for therapeutic purposes. Patient was extubated and re-intubated during procedure. (B)(4) evaluation summary: received one sample(s) with original product pouch / label identifying part number as 8229307 - nim emg endotracheal tube 7.0mm ID from lot number 0206059155. The condition of the device showed customer use as there was presence of residue on the cuff. Readings were taken; both blue and red leads measured between 2.9¿ and 3.0¿. These readings meet specifications. The customer's complaint was not confirmed. Although the device meets the required resistance / continuity specification, it is likely that customer misuse / handling of the device during procedure contributed to the complaint event and resulted in loss of signal or poor/no stimulation response.